Manufacturer narrative:
S/w ver. Unknown. Retainer ring = black. Customer returned pump for an alleged blank display and crack on pump found on 09/12/2021. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was received with blank flashing medtronic logo display. Unable to download or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, j7 power connector, pcba2, force sensor connector, motor and vibrator. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and blank display noted. The following were noted during visual inspection: cracked keypad overlay, scratched case and cracked case (corner of belt clip rails). In summary, customer alleged blank display confirmed. Exposed to moisture confirmed. (B)(4).

Event description:
Information received by medtronic indicated that the customer reported moisture exposed on insulin pump. Customer was in pool. Insulin pump was not working and also buttons were not working. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.